Manufacturer narrative:
Concomitant product: 419488 lead; 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) resulting in loss of pacing during the patient¿s atrial rate increase which fall into the post-ventricular atrial refractory period (pvarp). The pvarp was programmed off. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.